Manufacturer narrative:
A ge representative evaluated the system and replaced a part. System operates as intended. No further information on part replacement is available.

Event description:
Customer reported a loss of image. No patient injury was reported.